Event description:
During follow-up, noise leading to oversensing and the delivery of inappropriate therapy, low pacing impedance, and high capture threshold were observed on the right ventricular (rv) lead. During diagnostic imaging, damage due to subclavian crush was confirmed. Lead revision was attempted but was not successful. Further lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.